Event description:
It was reported that the user experienced recurring overnight hypoglycemia while using the pump and requested return of the device; one episode occurred during the night and was treated with juice, with blood glucose subsequently normalizing, and chart review suggested a possible late snack preceding a high followed by a decline. Symptoms included low glucose events and alerts for urgent low, urgent low soon, and low glucose. Outcomes included missed work due to sleep disruption. Investigation included troubleshooting and education, with assignment for additional training through the clinical support line. Investigation of this case revealed no confirmed device malfunction, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.